Event description:
It was reported that the patient had overdose symptoms following a pump and catheter replacement. The patient had symptoms of sleepiness and nausea. The physician was decreasing the concentration and dose on the date of this report. Following the dose and concentration decrease, a bridge bolus was programmed for the change. The health care provider (hcp) had questions regarding the bridge bolus of 270 hours for the patient; which was longer than the hcp expected. The hcp was then contemplating doing system content removal or catheter aspiration and re-programming the bolus. The patient name was not provided. The pump system was delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8590-1, serial# (B)(4), product type: accessory. (B)(4).